Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of dilator tip damaged during use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a central line was being placed in a patient and the provider was unable to advance. Upon evaluation of the catheter he discovered that the tip of it appeared defective". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a central line was being placed in a patient and the provider was unable to advance. Upon evaluation of the catheter he discovered that the tip of it appeared defective". No patient harm was reported. The patient's condition is reported as fine.